Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's daughter reported via phone call that the insulin pump was beeping and then the device shut off by itself. The patient's blood glucose at the time of incident is unknown. No further information was given before the phone call disconnected. No products were returned or shipped.